Event description:
It was reported that an ilet user experienced persistent hyperglycemia with glucose rising above 300 mg/dl overnight, suspected by the user to be related to a failed infusion set; the user paused the pump, administered subcutaneous insulin via pen, and reconnected the system in the morning, and also noted the pump did not display cgm readings while disconnected. Symptoms included hyperglycemia. Outcomes included unexpected medication intervention, as the user required a manual insulin injection, and general impact remained otherwise unclear. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no specific device findings and insufficient information regarding a particular device component or device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.